Manufacturer narrative:
Block b3: date of event was approximated to 07/01/2025 based on the date the manufacturer became aware of the event. Blocks d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a050401 captures the reportable event of fluid leak. Block h11: investigation results the device returned only the stopcock and the connection part of the tube for analysis and a visual evaluation noted that no damage was found. Additionally, the universal connector was not returned for evaluation. With all the available information, boston scientific concludes that the reported event could not be confirmed since the most probable cause of the reported issue cannot be established due to lack of evidence and without a proper evaluation of the device or objective evidence, it remains unknown the most probable causes that could have contributed to the event. Therefore, an investigation conclusion code of cause not established is selected as the most probable cause for the complaint since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
It was reported that a jinro pigtail nephrostomy catheter sets was used during a procedure. It was noticed that there was a fluid leak from the universal connector part of the connection tube with stopcock and the connection part of the tube. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that a jinro pigtail nephrostomy catheter sets was used during a procedure. It was noticed that there was a fluid leak from the universal connector part of the connection tube with stopcock and the connection part of the tube. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2025 based on the date the manufacturer became aware of the event. Blocks d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a050401 captures the reportable event of fluid leak.